Event description:
During the placement and deployment of the main body graft, although the renal arteries were located, the suprarenal stent graft was not placed as close to the renal arteries as was intended. Post angiogram noted a proximal type I endoleak. A main body extension was deployed at the site distal to the lowest renal artery. Final angiogram performed noted renal artery patency, and successful exclusion of the aneurysm.